Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer (B)(6) 2019. It was reported that the patient had been in a car accident and the onset of spasms was not sudden. The spasms were being treated. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported the patient had spasms and pain and when she used the ins it caused the pain to get worse. They did an xray to see if leads migrated, but it appears that the leads did not move. This was considered a sudden change in therapy/symptoms. The caller was transferred to the national answering service. No further complications were reported/anticipated.